Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad issue. The customer¿s blood glucose level was 120 mg/dl. Troubleshooting was performed. Customer stated that the insulin pump had buttons were not responding. Customer stated that they were not able to scroll the insulin pump screen and the up arrow worked little. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. The insulin pump will be returned for analysis.